Event description:
(B)(6) is the initial importer of the device which is a bed. The device has not been returned for evaluation. A follow-up will be submitted when additional data is available. The user hit the bed with while using her power chair. We do not know the make or model number of the power chair. The user. The end-user has been given a bariatric rented bed. She hit the lower part on the side of the bed while in her power wheelchair. She received two incisions to bilat legs which required numerous sutures to bilateral lower legs. The service provider returned the device frame back to their warehouse for an extensive analysis with the area with their service techs. The technicians could not find anything wrong or unusual on the frame. Though they cannot be certain how it happened, they believe the event must have occurred related to the patient's power chair and how it was being handled.